Event description:
The device was returned to the zoll technical service department for routine preventative maintenance, however the customer alleged that the device intermittently powered up. There was no pt involvement during the reported malfunction.